Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus australia. Therefore, omsc could not investigate the subject device. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes at the three times. The user facility refused to provide other detailed information such as the number and the type of microbes. Also other detailed information such as the reprocessing method was not provided. The service department of olympus australia checked the subject device and found the following. - the adhesive of the bending section rubber was detached. - the angulation had too much play. - the angulation did not meet specification. - the light guide lens was chipped. - the distal end cap was worn. - the distal end insulation test has failed. - the lens epoxy was worn. There was no report of infection associated with this report.